Event description:
Additional information received reported that the patient fell and had poor coverage. An x-ray was done to provide insight to the issue. Components involved in the event included the implantable neurostimulator (ins) and lead. Actions taken to resolve issue included reprogramming. The cause of event was determined and was not considered to be device related. There was a 50% or greater symptom reduction. The patient outcome was recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell on saturday and now the caller was not able to charge the implant. The caller was friend and/or family of the patient. It was noted that there was a communication problem. It was noted that the patient was not feeling stimulation. It was noted that the recharger antenna was placed over the implantable neurostimulator (ins), the start charge button was pressed, and the reposition antenna screen was observed. It was noted that charging was attempted one day prior to report and they were not able to charge. It was also noted that the last time the patient was able to charge was ¿about¿ three weeks prior to report. The caller was redirected to the patient¿s healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).